Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The complaint investigation is confirmed for an asymmetrical balloon shape at the distal end of the balloon. The investigation is unconfirmed for a twisted balloon, as the balloon was not twisted in appearance. The asymmetrical shape of the balloon was attributed to the tissue that was wrapped around the distal end of the balloon, therefore pt issues contributed towards the event.

Event description:
It was reported that the pta balloon was twisted after the first inflation. Another balloon was used to complete the procedure. There was no reported pt injury.